Event description:
Surgery transvaginal cystocele repair with novasilk mesh and sparc vaginal sling. During surgery to repair (fallen bladder and vaginal lump) cystocele, the needle tip of the capio device deployed into the pt vaginal vault and the needle tip was identified via x-ray in the vaginal vault, noted more in the sacrospinous ligament. The needle tip was not removed by the surgeon election. This was disclosed to the pt.